Event description:
It was reported that patient experienced instability and pain and surgeon decided to swap out the poly.

Event description:
It was reported that patient experienced instability and pain and surgeon decided to swap out the poly.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that patient experienced instability and pain and surgeon decided to swap out the poly.

Manufacturer narrative:
The event was not confirmed as no material or manufacturing defects were identified and no determination can be made at this time with the limited information provided. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no previous reported events for this lot ID. The exact cause of the event could not be determined due to the limited patient information. Additional information such as operative reports and patient history would be required for further evaluation. The reported device was returned no material or manufacturing defects were identified upon inspection.

Manufacturer narrative:
Medical records received and evaluation. No determination can be made at this time with the limited information provided. Device history review indicates all devices accepted into final stock conformed to specification. Complaint history review indicates there have been no previous reported events for this lot ID. The exact cause of the event could not be determined due to the limited patient information.